Event description:
It was reported that there was a hole in the final line of an automated peritoneal dialysis set with cassette. This occurred during the last fill cycle of peritoneal dialysis therapy. The technical service representative instructed the patient to contact their nurse regarding the event. There was no adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.